Event description:
The patient was experiencing pain at the incision site since implant. Chest xrays were ordered. Patient was referred to surgeon. Per the provider, the cause of the pain is not known. No known surgery has occurred to date. No additional relevant information has been received.